Manufacturer narrative:
As stated this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00102 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no visual anomalies. The sheath was flushed from each port on the (B)(4) and no leak was observed. The lot number was not provided by the user facility, therefore three recent retention samples were also evaluated. There were no visual anomalies noted during the visual evaluation. Each sheath was flushed from each port on the 3wsc and no leak was observed. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The return sample and retention samples were found to be normal product. Based on the investigation the cause of the reported complaint could not be determined and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00102 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. The customer reported a similar event for another device with the same product code. See MDR 1118880-2016-00101 for details. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was leaking at the 3 way; blood loss was less than 250ml; the sheath was swapped out; the procedure was completed successfully; and (5) the patient fully recovered.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 for mfg. Report no. 1118880-2016-00102 to provide new information revealed that changes the reportability of this event. The initial reported malfunction of side tube issue which can be a reportable event determined not to be correct. Upon the return sample evaluation by the manufacturing facility, it was revealed that this event was leakage in the device and not malfunction of the side tube which not a reportable event. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted, this report is being submitted as follow-up to further detail the investigation.

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 1118880-2016-00102 to provide new information revealed that changes the reportability of this event.